Event description:
Teflon sheath tip of glide wire fractured and remained in the internal jugular during insertion of right internal jugular tesio catheter. Pt required a right internal jugular venogram and retrieval of glide wire sheath.